Event description:
The customer reported the 9800 system's images were mixed up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disc drive was replaced and the software was reloaded. The system was tested and operates as intended.